Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified low readings from the adc freestyle libre 2 sensor, as compared to readings obtained on a competitor meter. The customer experienced body pain, vomiting, and loss of consciousness. The customer was taken to the hospital where he/she was diagnosed with diabetic ketoacidosis, was hospitalized in the intensive care unit for two days, and received unspecified fluids and medication to reduce ketone levels. There was no report of death or permanent injury associated with this event.